Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Product manufacturer reference numbers: 1627487-2021-01107, 1627487-2021-01110, and 1627487-2021-01113. It was reported that the patient's ipg and 3 leads were explanted and replaced on (B)(6) 2021 due to ineffective therapy and high impedances. Further analysis revealed that the leads were fractured.